Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4-5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, triclip steerable guide catheter (tsgc) was unable to hold column during clip delivery system insertion. Air observed in the tsgc. Aspiration performed to remove air. The procedure was continued with deployment of clip. The tr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.